Event description:
(B)(4) .

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. This information was entered into the manufacturers complaint database for tracking and reporting purposes. This complaint does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.